Event description:
It was reported that the zimmer dermatome would not advance and only took a small amount of skin. Additional clinical follow up with the hospital indicated that there was no harm, additional donor site harvested, delay, increased surgical time, or medical intervention as a result of the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 9 years old and was last returned to the manufacturer for repair on 06/18/2009. Inspection revealed the motor speed was out of specification. The width plates were observed to be damaged and the control bar required replacement in order to properly calibrate the unit. The reported event is most likely due to the motor running outside of specification, damage to components and the device being out of calibration. These factors are most likely due to improper handling and lack of preventive maintenance according to the instructions for use. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.